Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was found in the aluminum foil of a minicap. This was observed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: expiration date: the device expires in march 2021. H10: the device was received for evaluation with the aluminum foil peeled. A visual inspection with the naked eye found an aluminum foil fragment inside the packaging. The reported condition was verified on the actual sample. The cause of the condition was related to manufacturing. Additionally, three (3) retention samples were visually inspected after opening the pouches; no issues were noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous h10 (missing information). A nonconformance has been opened to address the issue found during evaluation. Should additional relevant information become available, a supplemental report will be submitted.